Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the hysterovideoscope distal end had black debris coming out of it. The issue occurred during reprocessing. There were no reports of patient involvement.

Event description:
No new information has been provided by the customer.

Manufacturer narrative:
Updated: b5, h2, h3, h6, h11. This report is being supplemented to provide additional information based on the approved final investigation. The customer¿s allegation was not confirmed during the investigation. In addition, the investigation found that the adhesive of the objective lens is detached, the adhesive of the illumination lens is detached, and the adhesive on the bending rubber is detached and an abnormal image (jumping flare) caused by the detached adhesive of the objective lens. Based on the results of the investigation, the definitive root cause of the reported issue could not be identified/determined. Olympus will continue to monitor field performance for this device.